Event description:
It was reported that the patient has had an increase in seizures, so the physician increased the vns settings. It was noted that while the battery and system diagnostics were ok, the patient may need vns replacement soon due to length of implant. The patient's mother reported that the patient was not getting the full dose of lamictal due to issues with the pharmacy. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Per the physician, the seizures were above pre-vns baseline, and were attributed to low vns battery. The patient underwent vns generator replacement. The explanted generator has not been received to date. No additional relevant information has been received to date.